Manufacturer narrative:
The technician replaced the broken siderail arm assembly to repair the bed.

Event description:
Information received indicates the left intermediate siderail is not latching properly.